Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the system and found a problem there was an intermittent error in the communication between the generator and the tube. He replaced the printed circuit board (serial data link) responsible for communication between generator and tube, this solved the problem. The system was last produced in 1998, and was declared end of life as of 2010.

Event description:
The customer reported that during operation an error occurred stating "that frontal generator was not available."